Manufacturer narrative:
The referenced rvad pump exchange was reported under medwatch MFR report #2916596-2015-01591. Device unique identifier (UDI) ¿ devices were manufactured prior to the UDI labeling implementation. The devices were discarded at the hospital and were not available for evaluation. There were no reports of any device issues. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with biventricular paracorporeal ventricular assist devices (pvad). It was reported that the patient developed right sided paralysis at home. The patient's spouse called 911 and the patient was transported to a local hospital and diagnosed with a new left frontoparietal hemorrhagic stroke. The patient was transferred to the implanting center and was intubated upon arrival. The patient's family requested comfort measures only. The patient expired on (B)(6) 2015. It was reported that there were no issues with the devices and they were disposed of at the hospital. It was reported that the patient's rvad/pvad was exchanged on (B)(6) 2015 due to suspected pump thrombosis. On (B)(6) 2015, the patient's inr was sub-therapeutic at 1.23. The patient was started on lovenox and the coumadin dose was increased.

Manufacturer narrative:
The manufacturer has closed the file on this event.